Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands would not deploy. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands would not deploy. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that after the returned ligator housing was unpacked, it showed that the device was not even used in a procedure. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component, that after the returned ligator housing was unpacked, it showed that the device was not even used in a procedure. Based on the product analysis, it did not identify any evidence of either the alleged problems or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.